Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that, on the day following a refill appointment, the patient was found lying on the floor, confused and despondent. During the refill appointment, the patient's dose of both intrathecal morphine and oral gabapentin were increased. It was noted that the patient was found conscious, but could not walk or talk. The patient was brought to the hospital and went into respiratory arrest two days later. The patient had been hospitalized for a total of 2.5 weeks and the pump was stopped around (B)(6). At the time of report, the patient had been in the hospital's rehabilitation center for about one week. The physician was attempting to restart the patient's intrathecal dosing. The patient was given methadone on the day of report, but would not be given any more after six hours of intrathecal dosing. Reading the pump showed that it had been stopped for 357 hours and 19 minutes and there had been a message about exceeding "tube set time". It was also noted that the programmer had displayed a zero percent increase to the patient's dose, when the dose had increased from 0.869 to 0.989. The dose change had occurred on (B)(6) 2012, so it was unclear if it was related to this event. The drug used in this system was morphine.

Event description:
Additional information was received. It was reported that the pump was last seen by the managing physician on (B)(6). The pump was set at 0.5 mg/day with the concentration of 10mg/ml. The patient was supposed to schedule a one month follow-up appointment, but didn't. It was stated that the patient denied having any bad side effects at the current dose. The next refill date was set for june. Ten days later, it was reported that the cause of the event was the pump rate being increased from 0.99mg/day to 1.126mg/day. It was also stated that the event was possibly related to the pump rate increase versus the increase of oral gabapentin. It was noted that the patient had a "negative response" to the pump rate increase. The only noted intervention was the patient going to the emergency room on the evening of (B)(6). The patient had been "over sedated" and the pump was turned off at the hospital. The patient outcome was noted as a non-serious injury or illness.

Manufacturer narrative:
Product ID 8840, product type: programmer, physician. (B)(4).